Event description:
According to the customer, in 2003, elevated accu tni results were generated by an access instrument from a single patient. The patient's accu tni result from the serum sample was 12.58 ng/ml. The patient accu tni result from plasma sample was 14.90 ng/ml. The patient's results were reported out of the lab. The patient was admitted to the hospital based on the elevated accu tni results. While the patient was admitted, lovenox [low molecular weight heparin] was given. The customer did not provide the lovenox dosage. A new blood sample was collected from the patient for accu tni during the patient's stay at the hospital. The accu tni result was 0.04 ng/ml. The new sample was tested on a dade dimension instrument. After obtaining a much lower accu tni test result from the dade dimension instrument, the customer retested the serum sample from first test on the access instrument. The accu tni result of 0.04 ng/ml. The customer indicated that the patient was released from the hospital after 24 hours.